Event description:
Meter name: one touch profile, strip name: lifescan, meter code: strip code: both unknown, strip storage: unknown, symptoms: nauseated and light headed and dizzy. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment was an unknown IV. No further information has been reported.